Event description:
Post index procedure, after leaving the angio suite, the pt suffered a myocardial infarction (mi). This female was enrolled in the registry for carotid stenting. The pt was a medical history of smoking greater than 5 packs of cigarettes/wk and hypertension. At baseline, the pt was evaluated with abnormal motor system mentation- intellectual functions, language function, gait coordination, hemiparesis and aphasia. The index procedure was performed in 2008, and pt was asymptomatic. The target lesion location was right internal carotid artery with occlusion in contralateral side. The target lesion diameter stenosis was 95% with lesion length 20.0mm. Vessel/lesion's characteristics (tortuosity/calcification) were not documented. The lesion was eccentric and ulcerated. An arch type-I was present. Thrombus was not seen at the lesion site and pre-dilatation was performed. An angioguard distal protection device was deployed without technical problems and thereafter one precise stent was deployed successfully at its intended location. There was no stent malfunction reported. Upon retrieval of the angioguard device, there was no debris found in the basket. The procedure was completed with a 20% final residual in lesion stenosis. There was no neurological deficit when pt left the angiography suite and procedure was completed uneventfully. The pt was administered aspirin and clopidogrel during pre, post procedure and discharged. Post index procedure, after leaving the angio suite, the pt suffered a myocardial infarction (mi). The event resolved without sequelae and the pt was discharged eleven days post mi with the addition of abnormal sensory system to her already abnormal baseline findings. Additional information will be submitted within 30 days of receipt.